Event description:
It was reported that during a procedure an intellamap orion high resolution mapping catheter was selected for use. Catheter presented a damage on the electrode splines. Device was replaced and the issue was resolved. The procedure was completed successfully without any patient complications. Catheter is expected to return for further analysis.

Manufacturer narrative:
Missing turning lock and bent deployment shaft allegation was confirmed. The device was visually observed, and the turning knob was removed. The deployment shaft is bent and not able to be deployed. The electrical issue was not confirmed. The device was not able to be tested due to the deployment issue. The reported peeling of the catheter splines was not confirmed.

Event description:
It was reported that during a procedure an intellamap orion high resolution mapping catheter was selected for use. Catheter presented a damage on the electrode splines. Device was replaced and the issue was resolved. The procedure was completed successfully without any patient complications. Catheter is expected to return for further analysis. It was further reported that the cathter splines were bent & peeled. A system error with a red pop was displayed. Also, the tensioner for holding the curve has come off.